Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the beginning of a vitrectomy procedure the vitrectome did not cut, blade did not move. The probe passed the initial test. There was no system message displayed. There was no harm to the patient. Additional information was requested and received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received indicating the surgery was completed using an alternate system.

Manufacturer narrative:
The customer reported that the vitrectomy probe did not cut with the system. The customer added that it had passed the initial test, but at the beginning of the procedure the vitrectomy blade did not move. The surgery was completed by using a backup instrument. There was no patient impact. The company service representative examined the system and was able to replicate the reported event. The pneumatic module was replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on september 28, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to a non-conforming pneumatics module. The manufacturer internal reference number is: (B)(4).